Event description:
It was reported that during a hand assisted sigmoid colon resection, the lap disc tore during the procedure as the dr was trying to put his hand back in through the lap disc for the fourth time. The procedure was completed with a like device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.